Manufacturer narrative:
(B)(4). Estimated date of occurrence, exact date was not provided by hospital. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other four proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide with a 6fr sheath, after an interventional procedure. Reportedly, the thread of the closure device was not connected to the stylet. The same thing occurred with four additional proglide devices. A sixth device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture retrieval issue is confirmed. Inspection of the returned device indicated that the posterior foot was broken off and not returned with the device. The posterior needle tip was ejected from the shank, but the needle was bent about 1/2 inch from the needle follower. The observed bent is consistent with the posterior needle being deflected during needle deployment and struck the foot and broke the foot off instead of engaged with the posterior cuff inside the posterior foot pocket as intended. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.